Manufacturer narrative:
The monitor and monitor power cable were replaced on the system. This resolved the issue. The reported event could not be replicated during in house testing of the suspect monitor and cable. Monitor: the monitor was placed in a 72 hour burn-in test. No fault found. The image was normal for the entire test time. The bios is outdated. Cable: the cable was connected to a known good test system. The image is normal. Fully functional. The reported event has not recurred since the monitor and cable replacement. System is fully functional.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported behavior could not be replicated. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system monitor went black for a few seconds, then the video would resume. No further details were provided. In trouble-shooting, all cable connections were checked. Issue could not be duplicated. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.